Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification, however, damage was observed to the distal tip of the soft cannula. Though the distal tip was damaged, the damage was above the cross drill and no bends or kinks were observed in the exposed portion of the soft cannula. Fluid was able to flow through the complete fluid path though the distal tip of the soft cannula was damaged. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. It could not be determined when or how the damage to the distal tip of the soft cannula occurred. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was found bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 270 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly coming loose from the infusion site (arm), causing the cannula to dislodge. The pod's cannula was found to be bent. As treatment patient was able to activate a new pod.